Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient reports experiencing severe abdominal pain. It even hurts when she sneezes. Also severe tightness and stomach cramps where patch is.